Manufacturer narrative:
(B)(6) 2025 - (B)(6). Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a pseudocyst drainage during a procedure performed on (B)(6) 2025. During procedure, once the axios catheter was fully placed in the working channel, the luer lock connection would not tighten to the scope. After several attempts, including straightening the scope and ensuring the catheter was fully inserted, the device was finally secured and the collection was successfully engaged. However, when deploying the internal flange, the deployment hub would not advance past the midpoint, and the flange would not deploy. Initial attempts to pass a guidewire both backloaded and frontloaded were unsuccessful. The stent was then removed and tested outside the patient, where the same issue occurred: the stent would not deploy, and deployment hub would not pass the mid-point. As a result, the procedure was cancelled and rescheduled for (B)(6) 2025. There were no patient complications reported as a result of this event. The patient was expected to fully recover.